Event description:
The pt reported that the buttons are not responsive to user intervention. He stated that he noticed the issue a few days ago; the okay button requires several presses to respond, all buttons do not spring back as usual. The keypad is intact and not peeling but the keypad above okay button is very thin. The pt noted that she wears the pump with clip attached to her waist and she does not expose the pump to water.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The down and okay keypad buttons were intermittently responsive during testing. During investigation, the up arrow key contact was observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.